Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. To check whether there was actually no deformation on the progav, the plane parallelism was measured by means of a dial gauge. A deformation on the housing was measured at - 0.031 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valves are permeable. Adjustment test: the progav was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage and non-adjustability, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the progav operates within the accepted tolerance in the horizontal position, but the shuntassistant does not in the vertical position. Internal inspection: after dismantling of the valves, deposits were found in both valves result: based on our investigation, we can detect deposits in both valves and a deformation on the housing surface of the progav. The cause for the accelerated discharge and the non-adjustability could be the detected deposits. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (part # fx415t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in over-drainage and non-adjustability. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 18 months. Height: 90 centimeters (cm). Weight: 12 kilograms (kg). Gender: male.